Manufacturer narrative:
No eval could be made, no conclusion could be drawn as no device has been returned. Synthes is unable to determine a MFR date without a lot number.

Event description:
Surgeon reported that an implanted 4.5mm lcp proximal femur plate broke post-operatively and was explanted.